Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage on the electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The customer's blood glucose reading was 90 mg/dl. The customer stated that the pump alarmed button error and it occurred right after the pump was splashed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.